Manufacturer narrative:
During testing no button error alarm noted. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window, and missing end cap sticker. The insulin pump had moisture damage on electronic assembly and on motor.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 162 mg/dl. The customer also reported their insulin pump was exposed to the rain. They also stated that there was more frequent alarms after the insulin pump was exposed to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).